Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2015. During the procedure the head of the tibial prep pin fractured causing the distal section of the nail to be retained by the patient. No further information provided.

Manufacturer narrative:
No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4) - product is expected to be returned. Upon receipt of product and evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and product evaluation results, which were not known at the time of the initial medwatch. Examination of returned device was inconclusive. During the evaluation, it was noted that there was evidence of normal wear and tear and the device was likely at the end of its useful life; however, root cause of the event could not be determined.